Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from reported results obtained of 45 and 50 mg/dl fasting. The customer¿s expected fasting blood glucose test result range is 90-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 115 mg/dl using the meter; customer was not satisfied with the blood result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/22/2021 and open vial date is 12/2020. The customer was unable to read/provide the meter memory results.